Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. How did clips not load properly? Did clips only slow feed? Or did clips also sideways feed? Or did multiple clips feed? Or did device partially feed clips? Or did clips drop and eject?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was loading extremely slow. The clips were also not loading properly forming malformed clips. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # = k92029. The analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining 12 clips were ejected; finally the instrument locked out as intended. No slow feeding issues were noted during analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.